Manufacturer narrative:
Additional information received reported that the patient had leg swelling and leg discomfort prior to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the handle split open the wire inside the handle was broken the size on the strain relief is 9f 16mm x 1000mm the clip was secure on the silver retractable sheath the blue isolation sheath was separated on the silver sheath damage was observed on the silver retractable sheath kinks were observed on the blue isolation sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent placement procedure using the abre stent in the left common iliac vein, imaging and testing documented a lesion with 55% stenosis, 60 mm length, 12.5 mm diameter, minimal tortuosity, and minimal calcification. The physician delivered the stent across the lesion, removed the locking pin, and began deployment using the thumbwheel, which became stuck after approximately 25% deployment. Attempts to loosen the thumbwheel were unsuccessful, so the handle was taken apart and the stent was manually deployed. The abre delivery catheter was removed, and the stent was post-dilated using a non-medtronic balloon. The procedure was completed without complications, and the stent remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.